Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's 5fu had been disconnected. They reconnected the tubing and stated that the pump was running without issue. Upon reviewing the site where the pump disconnected, they were instructed to stop the infusion and visit infusion center for further assessment. The tubing was assessed and looked to be intact. Pump was restarted. After about 5 minutes of 5fu infusing, they noticed small leakage at the site where the tubing was disconnected. New pump prepared for the remainder of the 5fu. The event occurred while in use with patient at patient's home. There was no reported patient harm.

Manufacturer narrative:
D9: date returned to mfg.: 7/25/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: received one (1) used, cadd cassette, one (1) used extension set and one (1) used port clock. As received, there were no damages or anomalies observed. To replicate clinical use, the cassette was filled with 250ml of water using an ICU medical provided syringe. The cassette was then installed onto a cadd solis 2110 pump. The extension set was reconnected and 10ml of priming was performed. No leaks were observed from the luer connection. Then, the cassette tubing was leak tested at 45 pounds per square inch (psi) as per manufacturing procedure using a hydrostatic pressure pump. No leaks were observed. The complaint of leakage cannot be confirmed nor replicated. A device history record (DHR) review could not be performed as the lot number was unknown.